Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer loaded cold insulin into the cartridge. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.